Manufacturer narrative:
Evaluation findings: conmed linvatec received three (3) unopened tubing sets for evaluation and confirmed the reported problem. Visual examination found the seal on all three units were not within specifications of 3/8 inch. It was also noted that a portion of the inner bag that contained the tube set was sealed in between the tyvek lidding and the tray. Leak testing was performed and found there was no sterility breach on one of the units. However, two ther units showed sign of penetration of the dye and the sterility of the product was therefore compromised. An investigation is in progress to determine the root cause of this reported problem and a follow-up will be filed once the investigation has been completed.

Event description:
The customer reported that three sterile packages containing tubing sets were not properly sealed. This was noted pre-operatively by the nursing staff, and another tubing set was obtained and used to complete the surgery. There was no report of patient involvement/injury or surgical delay with this reported problem.